Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/03/2026, at approximately 10:00 AM, the patient reported that while sitting on her couch she began feeling sick and dizzy and was unable to get up. It was also mentioned that the patient had symptom of vomiting. The patient did not check her Dexcom CGM reading at symptom onset and instead contacted emergency services. Upon arrival, emergency medical services (EMS) performed a fingerstick BG, which reportedly measured greater than 500 mg/dL, while the Dexcom CGM displayed 124 mg/dL. The patient was transported to the hospital for further evaluation. Upon arrival at the hospital, a repeat fingerstick BG reportedly measured greater than 300 mg/dL while the Dexcom CGM displayed 170 mg/dL; however, the patient was unable to provide the exact fingerstick BG value. The patient reported receiving intravenous fluids and remained at the hospital for approximately six hours. The patient was discharged on the same day at approximately 4:00¿5:00 PM. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid upon arrival of EMS. The reported glucose values fall within the B zone of the Parkes Error Grid at the hospital. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.